Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated lot number. A titan otr pump, two cylinders and reservoir were returned for evaluation. Examination and testing of the all components revealed no functional abnormalities. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint. A review of the complaint, ncr and CAPA databases revealed no trends for pump lot 2276898, reservoir lot 2572714 or cylinder lot 2276896. Because no functional abnormalities were observed, quality cannot determine the cause of the reported event.

Manufacturer narrative:
This follow-up MDR is created to document the patient gender and the corrected device information.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, prosthesis does not inflate / auto inflation.